Manufacturer narrative:
(B)(4). No physical product investigation was possible as the device was discarded at the facility.

Event description:
This case was investigated in accordance with philips volcano policy. It was reported while positioning the wire for normalization the wire went into one of the side holes of the side-hole catheter and got stuck. After an unsuccessful attempt to pull the wire back, the physician removed the wire and catheter together. After removal it was noticed the wire was uncoiled at the radiopaque part of the device. A second wire of same product was used to complete the coronary procedure. There was no patient injury. No damage was observed during prep. Resistance was felt when the wire went through one of the side holes and the attempt to pull it back, whereupon the wire stuck in the catheter. No additional medical or surgical intervention was performed. There were no adverse events. The patient was discharged as expected. Condition of patient is unknown but the patient has not been readmitted. The device was discarded at the facility and not returned for analysis. This event is being reported as the guidewire and guide catheter were removed as a system. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis.